Manufacturer narrative:
D4: corrected the UDI. H4: added manufacturer date.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for evaluation. A kink in the catheter was found just proximal to the motor housing the 16cm marking. The laser light continuity test was performed and it was found that there was a fiber break at the cannula kink with laser light coming from the kink and no light at the senor face. Data logs were reviewed and it was found that the optical 5s parameters showed a pattern related to a fiber break. Gain also decreases slightly and lamp is at 100% contrast at time of break. The root cause of the optical signal issue is due to a catheter kink that caused the optical fiber line to break. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump experienced a placement signal not reliable alarm. The alarm was disabled. The pump remained operational until weaning and explantation. No patient harm was reported.